Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product type: lead,product ID 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 07-dec-2020, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 01-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn¿t determined. The rep reported the lead was not entirely in use. The rep was able to capture all of the patient¿s pain with the 0-7 lead. The rep reported that the high impedances had not been resolved. No further complications were reported.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 97715, serial# (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that due to the elective replacement indicator the patient had a replacement of the implant. When checking the impedances pre-operation several showed as greater than 10000 ohms. An intra-op check showed the right lead had electrodes 8, 9 and 10 were greater than 40000 ohms. The physician requested stimulation be turned on post-op so they were programmed using only the left lead and all of the patient¿s pain was able to be captured with only the left lead. The issue was not resolved at the time of the report. The indication for use was non-malignant pain. No patient symptoms reported.